Event description:
The zoll technical service technician reported that during the zoll technical service department's performance of an upgrade to the device, it was observed that the unit failed to power-up. There was no patient involvement during the malfunction.